Event description:
There is a drop down menu for medication dosing frequency with more than 225 options that has an inaccurate and error prone override, requiring scrolling through the options arranged in alphabetical order or counterintuitive terms. This promoted errors in dosing frequency, especially for uncommon dosing programs, such as three days per week. We found dosing errors with digoxin, a drug of narrow therapeutic ratio, in which the patient received 4x excess.